Event description:
During a standard dental treatment the instrument heated up and caused a burn on the tongue and damaged tissue. The injury was treated with ointment / medication, with no further treatment being described as being needed / performed.

Manufacturer narrative:
During the test run prior to the repair the heat up of the instrument was reproducible. After disassembly of the instrument - there was found a lot of heavy residue inside the instruments head. This causes the ball bearings to run very sluggishly. The increased friction causes the ball bearings and the instrument head to heat up. Rootcause for that might be a problem with care and maintenance process. In addition the chuck performance was weak and the measured power consumption was high. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare and maintain the handpiece for each treatment and how to use it: 2.2 improper use because the operation with an electric motor involves a higher torque, patients, users and other people can suffer injuries and serious burns if an instrument is damaged or used improperly. > check the technical condition before each use. > never press the push-button during operation of the device. > never use the instrument to keep the cheek, tongue or lip at a distance. > never touch soft tissue with the handpiece head or instrument cover. 2.3 technical condition a damaged product or not kavo original components could injure patients, users or third parties. > only operate devices or components if they show no signs of damage on the outside. > check to make sure that the device is working properly and is in satisfactory condition before each use. > have parts with sites of breakage or surface changes checked by the service personnel. > if the following defects occur, stop working and have the service personnel carry out repair work: · malfunctions · damage (e.g., from dropping) · irregular running noise · excessive vibration · overheating · dental bur is not seated firmly in the handpiece to ensure optimum function and to prevent property damage, please comply with the following instructions: > service the medical device regularly with care products and systems as described in the instructions for use. > the device should be reprocessed and stored in a dry location, according to instructions, if it is not to be used for an extended period of time. 6.1 checking for malfunctions overheating of the device. Burn injury or product damage due to over-heating. > if the device overheats, stop working and have the service personnel repair the device. 7.4.1 servicing with kavo spray kavo recommends servicing the product as part of the reprocessing after each use, i.e. After each cleaning, disinfection, and before each sterilization, but no later than after 30 minutes of operation. 7.4.2 servicing with kavo quattrocare plus kavo recommends servicing the product as part of the reprocessing after each use, i.e. After each cleaning, disinfection, and before each sterilization, but no later than after 30 minutes of operation. 7.4 care products and systems - servicing caution improper service and care. Risk of injury. > perform regular proper care and servicin.